Event description:
Report received of a cracked valve that leaked and allowed backflow. It was reported that a home health patient was to receive tpn infusions via single-lumen broviac catheter. The patient's family member reported two separate incidents of cracked reflux valves in one week. On one occasion, the valve was connected to the port of the broviac lumen, but not infusing anything. The patient's family member had noted a small amount of blood leaking form the connection site. Blood loss was reported to be insignificant. The patient's family member changed the valve with no further incident. On a separate occasion, the tpn infusion had just begun when the patient's family member noted tpn leakage from the connection site between the valve and the lumen port. Again, the valve was changed and the infusion resumed with no further problems. Both valves were noted to be cracked and will be returned for evaluation. There was no adverse patient effect. Add'l pt info was requested, but no further info was available.